Manufacturer narrative:
B5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and elevated iop: 26 mmhg without pupil block and angle closure. In a separate visit the lens was exchanged for a shorter length lens and the problem was resolved. The cause of the event was reported as unknown. Claim# (B)(4).

Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens and iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim#(B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and elevated iop: 26 mmhg without pupil block and angle closure. In a separate visit the lens was exchanged for a shorter length lens and the problem was resolved. The cause of the event was reported as unknown. Cause details provided: "during implantation of the icl patient moved his head and part of the proximal haptic was injected outside the wound which was noted to be torn so decision was made to explant the icl".